Event description:
It was reported that during a degenerative posterior lumbar surgery that the threaded tip on a holding sleeve was broken; discovered in the operating room, but before using these instruments on the patient, therefore, there was no impact on the patient. This is 2 of 2 for the same event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no issues that would contribute to this complaint. The supplier's certification indicates the correct hardness values were obtained. The holding sleeve was returned with the tip broken, the break occurred along the minor diameter of half of the thread, there is one break through the thread leading to the minor diameter. Axial scratches on the shaft indicate rotation and contact with another object. The threads meet print specifications, the complaint is invalid from a manufacturing standpoint.